Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
--

Manufacturer narrative:
Most recently, information was received that this device was removed from service for reason of normal battery depletion. There were no adverse patient effects associated with the surgical procedure. This device has not yet been returned to boston scientific. The investigation remains open at this time.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which is part of the mid-life display of replacement indicators product update classified as a product advisory and initially communicated on (B)(6) 2007, reached a monitoring voltage measurement of 2.55 volts and a charge time measurement of 18.4 seconds. There were no reported adverse patient effects associated with this clinical observation. The boston scientific technical services consultant was unable to provide a longevity estimate due to the extended charge time.